Event description:
It was reported that the handle of the femoral impactor was broken during impacting with hammer. The tip of the broken metal was not in the pt according to the x-ray. So, the surgeon used a spare product instead of it and the procedure was finished without delay and adverse consequences.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.